Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that when she got up in the morning, the sensor was reading 40 mg/dl but her blood glucose was 423 mg/dl. The customer also reported receiving calibration error and sensor error alerts. Blood glucose value at the time of alert was 123 mg/dl. Customer would monitor and call back if issue persists.